Event description:
Reportedly, after 4.27 months from implant date, patient presented with symptoms of mitral regurgitation. Mitral incompetence causing severe mitral valve regurgitation. Patient was not hospitalized. Symptoms are mildly symptomatic greater than 2. Surgeon does not disassociate the device from the event.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Echo has been requested but has not been provided. Device remains implanted with no date to explant provided. Follow up with surgeon to be scheduled to review patient status and patient's most recent echo as soon as it has been provided.

Manufacturer narrative:
In a phone call with the surgeon, no additional information was provided. No echo cds were provided. No patient information was provided. However, the surgeon indicated that the current follow-up physician is on holiday and not due back for several weeks. In the event the echo cds do become available, he will provide them to edwards. Edwards, in turn, will have a third party consultant interpret the echo files.